Event description:
Customer reported system tracks to max technique while fluoroing, no pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired a loose wire in the camera connector. System operates as intended. This MDR is related to ge healthcare.